Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, the valve was received loaded in the capsule of the delivery catheter system (dcs). The device was received with the capsule partially open. The handle appeared intact. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advance and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. Voids were observed along the proximal end of the capsule. There was a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. The separation site was jagged and uneven. The valve cannot be removed from the dcs. There was slight damage noted on the outer shaft of the device. There was damage observed on the stability shaft. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned.    Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve using the inline sheath, there was difficulty crossing at a kink in the vessel. Prior to the release of the valve, the delivery catheter system (dcs) capsule was noted to be broken at the distal end. The system was withdrawn from the body and another dcs was used to successfully complete the procedure. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Difficulties advancing the delivery catheter system (dcs) through the access vessel is known to be related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. In this case, it was noted that there was a kink in the vessel. This indicates that the probable cause of the advancement difficulties was patient anatomy. The returned dcs showed delamination between the capsule outer polymer and the nitinol frame was observed which typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy. Bends or kinks were noted on the catheter shaft. The description of the event does not indicate that this damage occurred during the reported issue, and the cause of this damage cannot be determined. The capsule was observed to be separated near the proximal end, confirming the reported event. Angiographic films submitted for review confirmed that the catheter was broken at the distal end and the vessels appeared to be torturous. Capsule separation typically occurs due to excessive compressive forces. Historically, this excessive compressive force is experienced when the valve is loaded incorrectly. However, the fluoroscopic load check from this case confirmed a good valve load. The root cause of the capsule break in this event cannot be conclusively confirmed. The compressive force on the system, which can cause a capsule to break, is a cumulative effect that may have been increased by the tortuous access vessels experienced in this case. If information is provided in the future, a supplemental report will be issued.